Event description:
On (B)(6) 2024, a 20g IV was placed pre-operatively for an elective orthopedic surgery. During surgery, the IV became infiltrated and was removed. Upon inspection after removal, the tip of the IV catheter was noted to be missing. Ultrasound showed the catheter tip remained inside the patient's arm. "(B)(6)".